Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient (pt) with an implantable neur ostimulator (ins). The patient had the paddle lead revised due to it no longer covering their pain areas. It was originally implanted to cover the pt's feet and legs but their low back was now their main concern. The pt would also like the intellis ins changed to inceptiv to upgrade to current technology. No issues with the scs system otherwise. It was noted there was a full system replacement and the issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c265, (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.